Event description:
Was transfering a pt from one hosp to another. Set vent to correct tidal volume enroute to hosp, while enroute vent stopped delivering tidal volume. Vent was reset with no change. Pt was then bagged.